Manufacturer narrative:
Date of event: exact date unknown, event occurred two months from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7107871.

Event description:
It was reported that the patients lead had migrated. There was no device malfunction suspected. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.